Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, a 29 mm s3 valve was implanted in the aortic position via transfemoral approach. The commander failed to align properly in aorta remained several millimeters proximal to distal marker. Implanter decided to deploy despite poor alignment. Valve partially deployed until commander delivery balloon watermelon seeded into ventricle. Implanter successfully pulled partially deployed s3 valve into descending aorta and successfully and safely deployed s3 valve there. Prepared and delivered 2nd s3 valve 29 mm in aortic position via transfemoral approach on 2nd commander delivery system with good result.

Manufacturer narrative:
The product was returned for evaluation. The delivery system was returned after use in the procedure, with the atrion inflation device attached containing 33ml of fluid. The devices were separated for decontamination and evaluation. Imagery review shows the patient anatomy. Some tortuosity of the access vessels is noted, as well as significant calcification in the access vessels and aorta. The delivery system was visually inspected and the following was observed: flex tip gouges. No other visual abnormalities observed. The balloon shaft was able to be pulled to the warning marker and locked. The full fine adjust was able to be used with no abnormalities. With the balloon shaft locked at the warning marker, the balloon shaft was able to be pulled to 50.6n without any slippage observed. The work orders did not reveal any issues that could have contributed to this complaint. A review of complaint history from november 2017 to october 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿delivery system ¿ difficulty with valve alignment¿ with returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the october 2018 control limit for the trend category of ¿valve alignment difficulties¿. A review of complaint history from november 2017 to october 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿handle ¿ fine adjust difficulty¿ with returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the october 2018 control limit for the trend category of ¿fine adjust difficulty¿. No IFU/ training deficiencies were identified. During manufacturing, the entire delivery system was visually inspected and tested several times. Functional product verification testing: visually inspected for physical defects or damage. Functional verification of the fine adjust function, where balloon shafts are pulled from default position to valve alignment position and the fine adjustment wheel is used (if necessary) to ensure valve alignment position can be achieved tensile product verification testing: the locknut/collet engagement force was tensile tested. The lot was accepted as the ltl for the work order was calculated to be 59n, which is greater than the lsl of 47n. Additionally, the work order underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The access vessel was reported to be moderately tortuous and flex tip gouges observed during testing provide evidence that valve diving occurred. Therefore, it is likely that patient factors (tortuosity) contributed to the reported events. The reported event is an anticipated risk of the transcatheter heart valve procedure. The complaints for ¿delivery system ¿ difficulty with valve alignment¿ and ¿handle ¿ fine adjust difficulty¿ were unable to be confirmed. Available information suggests patient factors (tortuosity) contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.